Event description:
As reported by an edwards field clinical specialist, during implantation of a 23mm sapien 3 ultra valve in aortic position by transfemoral approach, a balloon rupture was noted at the end of deployment. The valve was fully deployed, and the patient did well. There were no issues with removal. The patient was noted to have mild to moderate stj calcium.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
The returned device was evaluated, and the following was observed: longitudinal burst from shoulder to shoulder. All measurements taken of the balloon single wall thickness met the specification. The complaint for balloon burst was confirmed upon visual inspection of the returned device. However, no manufacturing non-conformance was identified during the evaluation. Dimensional inspection was unable to be performed due to inflation balloon portion not returned. No visual abnormalities were observed on the returned sample. This event reports a balloon burst during thv deployment that has not resulted in a patient harm or a device failure to perform its function. Also, there was no evidence of product non-conformances or labeling/IFU inadequacies identified in the evaluation. Therefore, it is not included in the risk management file. Edwards continues to monitor complaint history on a monthly basis. Therefore, the review of risk management file is complete, and no further action is required. An existing technical summary has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. As per description event the patient presented huge calcification degree on the short sinotubular junction diameter. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Review of available information suggests that patient factors (calcification) contributed to the balloon burst while procedural factors (withdrawal of burst balloon) contributed to the withdrawal difficulty. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.